Event description:
It was reported the patient was unable to adjust their stimulation. It was reported the patient received the 'call your doctor' icon and an out-of-regulation (oor) condition had occurred. The patient charged her device the night prior to this report and had no stimulation. The patient charged her device again today and received the oor message. The patient set her stimulation to 4v. It was reported there was '3/4 black shaded' on the implantable neurostimulator (ins) battery. On (B)(6) 2012, it was reported the patient typically recharged every 3-4 days but now her ins 'dies within 5 hours.' After the oor screen it took the patient approximately 9 hours to charge her ins yesterday. She finished recharging in the late afternoon and by 7:30 pm the ins was less than half full. It was reported the patient had fallen the week prior to this report. Additional information received on (B)(6) 2012, reported the patient received assistance from their manufacturer representative and their concerns were resolved.

Event description:
Additional information received reported the patient was still experiencing issues with recharging. It was reported the patient was charging the implantable neurostimulator (ins) daily and it would take a "very long time." The ins was charged for 6 hours the night prior to the report date and the battery was completely discharged the following morning. The patient had two re-programming sessions. Five days later it was reported the patient saw a "call your doctor" icon and an "out-of-regulation" (oor) condition with the upper limit seen. An electrode impedance test at 0.7 volts showed all values ranging between 785 and 1286 ohms. It was noted that after looking through all reference electrodes seemed out of range. For group a, a1 had an impedance of 438 ohms and a2 had an impedance of 445 ohms, all "good to go, no shorts present." The patient did not see the oor message when the battery was close to depletion. It was reported there was occasional pocket stimulation and sometimes while walking it felt like her stimulation turned on for 15 seconds after not feeling for a little while. Palpation of the system reproduced none of this. It was reported the patient could not get full battery charge with an average of seven bars the day before the date of this report. It was noted the patient had issues before the device was activated last week.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).